Event description:
It was reported by a customer complaint that the cannula of the infusion set became detached from the base and may have been lost within the body. The report stated that the patient performed a site change in 02/2005. The site insertion went without incidence. However, it was reported that the patient's blood sugar ran slightly above normal after their new site was inserted, but also the patient was not feeling well. The patient decided to change out their site at 36 hrs instead of the normal 48hrs due to their elevated blood sugar. The patient peeled the dressing off with their fingernail and did not use the small tab. When the site was removed it was noted that the cannula was missing, it could not be seen coming out of the skin nor was it any way attached to the plastic base. The patient saw their doctor in 02/2005. Their doctor could not confirm or deny that the cannula was still in their skin. Currently there is no redness or swelling noted at the insertion site the physician placed the patient prophylactically on an antibiotic as the cannula is presumed lost in the body.